Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2006, ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and an increase in impedance which resulted in high impeda nce. The lead was capped and replaced. No patient complications have been reported as a result of this event.